Manufacturer narrative:
The cause of the arrhythmia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that after implantation of an impella cp the patient experienced ectopy. It was suspected that the patient's small left ventricle contributed to this condition. The pump was repositioned without resolution. The p level of the pump was reduced to resolve the ectopy. No patient harm was reported.